Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Customer requested poly inserts for a poly swap vs revision. Exposure was made and insert was removed with an osteotome. Trialing took place with a medium 9mm duracon cs trial insert. The actual med. 9mm cs insert was then implanted into the existing duracon baseplate.

Manufacturer narrative:
Corrected expiration date and based on additional information. An event regarding revision involving a duracon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Customer requested poly inserts for a poly swap vs revision. Exposure was made and insert was removed with an osteotome. Trialing took place with a medium 9mm duracon cs trial insert. The actual med. A 9mm cs insert was then implanted into the existing duracon baseplate.